Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter was set to the incorrect language and she was obtaining a message on the meter she could not understand. This complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged issues began on the morning of (B)(6) 2012. The patient informed the csr that she tests her blood glucose 6x/day and manages her diabetes with a set dose of novorapid insulin before each meal and a set dose of lantus insulin at bedtime. The patient reported that as a result of the meter being set to the incorrect language and the unknown message she was receiving she was unable to test her blood glucose. The patient claimed when she was unable to test her blood glucose she took 22 units of novorapid insulin instead of her usual 20 units and did not make any changes to her lantus dosage. The patient also reported having more food and drink. Approximately 2 ½ hours after the issues started, the patient reported feeling "sweaty and dizzy"; symptoms she associated with a low blood glucose. The patient claimed she treated herself in response to the symptoms. During her initial call to customer service, the patient stated that the symptoms were ongoing; however, during the follow up call, the patient reported that once the issues were resolved and she was able to test and manage her diabetes properly everything fell into place. At the time of troubleshooting, the csr assisted the patient with changing the subject meter back to english and walked her through a test. The csr noted that the patient was able to test successfully. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4):on (B)(4) 2012, lifescan completed device evaluation with the meter involved with the complaint. When lifescan received the meter, the meter setting has already been changed back to the english setting. Investigation noted that the meter powered on with a 'low battery' warning in english setting.